Event description:
It was reported via repair work order that the foot end brake pedal was broken off and sharp edges were reported to be accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.